Manufacturer narrative:
(B)(4). The customer returned one sac kit containing an arterial catheter, spring wire guide (swg), and introducer needle. No signs of use were observed. Visual inspection of the swg revealed one major kink in the guide wire body. A crease in the guide wire guard was also noted in the location above the kink, indicating that the guide wire became kinked prior to removing the guard. No defects or anomalies were noted to the returned catheter or introducer needle. If the swg was kinked prior to use, this would explain why resistance was felt when trying to thread the catheter over the swg. The kink in the swg was located at 115 mm from the distal weld. The total length of the swg measured 350 mm which is within specifications of 345-355 mm per guide wire graphic. The outer diameter of the swg measured 0.519 mm which is within specifications of 0.508-0.533 mm per guide wire graphic. The total length of the catheter measured 54 mm which is within specifications of 52-56 mm per catheter graphic. The outer diameter of the catheter measured 1.074 mm which is within specifications of 1.04-1.09 mm per catheter graphic. The inner diameter of the catheter tip measured 0.5842 mm which aligns with the nominal specification of 0.58 mm per catheter graphic. The catheter and swg were functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "thread tip of indwelling catheter over spring-wire guide." The undamaged portions of the swg were able to pass through the catheter with minimal resistance. A manual tug test on the swg confirmed the proximal and distal weld were secure. A device history record review was performed, and no relevant findings were found. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. And engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The IFU provided with this kit states: "do not use if package has been previously opened or damaged." It also warns the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide." The complaint of a kinked swg was confirmed by a complaint investigation of the returned sample. The returned guide wire and its guard were found to contain one kink in their bodies. Both the swg and catheter passed all relevant dimensional and functional testing. A device history record review was performed, and no relevant findings were found. Based on the customer description and the kink in the guard, storage and shipping likely caused or contributed to this event. The words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: the spring wire doesn't go through the catheter and then we noticed it was bended. No patient harm reported. The clinician reported no additional intervention was required but they struggled a lot trying to take it out. The patient's condition is reported as fine.

Event description:
The complaint is reported as: the spring wire doesn't go through the catheter and then we noticed it was bended. No patient harm reported. The clinician reported no additional intervention was required but they struggled a lot trying to take it out. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: the spring wire doesn't go through the catheter and then we noticed it was bended. No patient harm reported. The clinician reported no additional intervention was required but they struggled a lot trying to take it out. The patient's condition is reported as fine.